Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication under previous complaint from the same hospital, livanova learned that the device was cleaned regularly as per the instructions for use, that the h2o2 monitoring was applied as per instructions for use and a pall filter was used for tap water. If the device is stored full of water the h2o2 level is checked daily as prescribed in the instruction for use. However, usually the device is stored empty. The hospital does not use patient reusable heating blankets and aerosol collection set is replaced after the allowed use period. The device is placed outside the operation theater during use. No evident or systematic deviation from device instruction for use could be identified in this specific case. However, the source of contamination is most likely related to location where device is used/stored.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera during pre and post-disinfection tests. The unit was put out of order and deep disinfection requested. The device is cleaned as per device instructions for use and is used outside the operating theater. There was no patient injury.